Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the high impedance have been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that controller screen displayed a "settings not available". Rep stated stimulation has been working, patient successfully charged ins for the first time today but after charging they went to turn on ins and saw message and cannot turn ins on. It was reviewed to consider reducing intensity down to zero on active group and then increasing intensity if medically appropriate. Manufacturing representative (rep) stated that patient only has 1 group. Reviewed that patient should be able to bypass out of regulation screen and at least turn ins on. Rep was hesitant to have patient decrease to 0.0ma in case they could not increase again. Reviewed that patient could leave everything as it until they are seen in office because therapy is still being delivered at this point, just not at the programed settings. No medical symptoms reported. No further complications reported. Additional information was received from the manufacturing representative (rep).it was reported patient was seen at the physician office on (B)(6) 2018. Electrodes 10 had impedances of 40k. The settings not available and not being able to turn ins on was resolved. No patient symptoms or complications were reported in this event. Information was confirmed by physician/ account. No further patient symptoms or complications were reported in this event.